Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the remote report associated to the pacemaker s/n 243gb0ad was generated on 28 february 2023 but was only received on 28 march 2023 by the center. In addition, the impedance of both leads was indicated to be above 3000 ohms in this report, while the device was already implanted.

Event description:
Reportedly, the remote report associated to the pacemaker s/n (B)(6) was generated on (B)(6) 2023 but was only received on 28 march 2023 by the center. In addition, the impedance of both leads was indicated to be above 3000 ohms in this report, while the device was already implanted.